Manufacturer narrative:
The device was returned for analysis. The reported ¿the knot was undone," could not be confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty with the suture knot cannot be determined due to the condition of the returned device, the subsequent treatment is related to the case circumstances. Based on the information received, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of an unspecified vessel using a proglide device relative to an interventional aneurysm repair procedure with placement of an endoprosthesis, using a 6f sheath. Reportedly, "when the perclose was opened, the doctor identified that the knot was undone, making its use impossible. Hemostasis was achieved with another perclose." There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.